Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez4065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a PICC-line inserted on (B)(6) 2021. Treated with folfox. On (B)(6) 2021 the patient was swollen and had pain in the arm. They discovered a thrombosis and they decided to pull out the catheter. The PICC-line had a hole about 4.5 cm from the insert.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A partially circumferential split was observed between the 4cm and 5cm depth markings. The split occurred within a permanent kink impression. The catheter kinked preferentially at the leak site during manual manipulation. Microscopic inspection of the split revealed granular fracture edges. The split edges curved inward. Material wear, buckling and discoloration were observed in the vicinity of the split. The split was consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually cause a fracture to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.